Manufacturer narrative:
The pad-pak was first installed on the 20th september 2009 and performed to specification up to the 22nd june 2014. The device failed a self-test due to a low battery on the 29th june 2014. A fresh pad-pak was installed on the 8th july 2014, the device passed a self-test. Between the 3rd-6th october 2015 the device records multiple manual power ups of 10 minutes duration. Investigation found the reported fault can be attributed to membrane failure. The ten minute outs and the excess current drain measured would confirm a failing membrane. The fault was witnessed during the course of the investigation, confirming the reported fault. The fault could not be replicated with a new membrane fitted. Voltage fluctuation was observed over the pogo-pins. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.